Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced air in the patient line of a homechoice cassette. The hp was connected at the time of the event. This occurred during initial drain of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The renal therapy services (rts) assisted the hp with ending the therapy and starting over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information was available.